Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the surgeon created the gastric pouch using 2 black reloads followed by 2 blue reloads and completed the entire by-pass. At the end of the case he tested for leaks and initially no bubbles formed, but with further insufflation, bubbles appeared that were very prominent so the surgeon was going to sew laparoscopically on the staple line but was unable to reach it. The case was converted to open. The surgeon called in another surgeon to assist. They oversewed the stomach and while they were oversewing, no leaks were seen on the staple line. They continued to oversew and did the leak test again and no bubbles appeared. The case was delayed by 3 hours. No blood loss was reported.